Event description:
Customer complaint - limited data available. Customer complained of heating pad "exploded" with sparks.

Event description:
Customer complaint - limited data available. Customer stated that the heating pad exploded with sparks.